Manufacturer narrative:
(B)(4). (B)(4) - against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 90% stenosed distal left main artery. It was reported that a 3.5 x 23 mm xience prime was being advanced through a 7f guiding catheter simultaneously with a stent delivery system already positioned in the circumflex artery, when resistance was met and the proximal shaft separated. The broken shaft was easily removed as it broke outside the anatomy. The patient suffered a myocardial infarction, due to the occluded left anterior descending artery, which was treated with medication (inotropes, diuretics). The procedure was stopped at this time without implanting a stent. There was a delay in the procedure due to several attempts to implant the stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The resistance with the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified additionally, the reported patient effect of myocardial infarction is a known observed and potential adverse event as listed in the instructions for use.